Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the leakage from the cadd extension set at the connection to the q-site. The patient replaced it with another cadd extension set but experienced the same leaking at the same connection area. The patient then switched to an older cadd extension set from a previous order and reported no further issues. The patient believes the current cadd extension sets may be defective. There was patient involvement/no harm reported.